Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture in the catheter distal tip found during analysis. During the af procedure, while attempting to check the viewflex ice catheter, it was noticed that the ultrasound beam appeared different than usual. When the catheter was removed from the patient, the tip was found to be kinked. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.